Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead due to an increase in right ventricular and superior vena cava coil impedances. There was difficulty extracting the rv lead. The atrial lead stuck to the rv lead, so the atrial lead was also removed. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted, all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), all insulators were breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.